Event description:
A company representative reported that the locking mechanism of an ozark 3-level plate fractured from the device post-operatively. No adverse consequences were reported. The fractured component was observed in a planned revision surgery for an adjacent level.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.